Event description:
The nurse manager of the facility informed hp that a module rack from a model m1204a had fallen off the shelf on which it was sitting onto a newborn in a bassinet which was below the monitor. The nurse was sitting in a chair beside the bassinet that the pt was in. When the nurse stood up from the chair, her foot caught the ECG trunk cable attached to the leads on the pt and going to the ECG module in the module rack of the monitor. This caused the module rack which was mounted in an m1180a-opt. 210 tabletop mount to pull off of the shelf on which it was sitting along with the mount. The module rack with an ECG, spo2, and nbp module in it and the mount to which the rack was attached fell onto the bassinet and pt. The monitor was not attached to the mount and remained on the shelf. The tabletop mount was supposedly stuck to the shelf with velcro strips installed by the hospital's biomed department. However, after the incident, it was observed that the two-sided tape that should have held the velcro strip to the shelf was not sticking to the shelf. There was a spot on the pt's forehead just above and to the left of the left eye at which they think the module rack struck the pt with a grazing blow. They did an x-ray and a neurological study and everything showed normal.